Event description:
Caller reported a malfunction on the pump after it was dropped on the ground. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no further malfunction occurred after the reset.